Event description:
Additional information received from the wife of the patient reiterated that when their ins depleted they could not swallow pills and that they took the patient to the hospital as a result. It was stated that they "could not fix the recharger and did not have one."

Manufacturer narrative:
The main component of the system and other applicable components are: product ID 37752, serial # (B)(4), product type recharger; product ID 37761, serial # (B)(4), product type recharger. Analysis of the desktop charger, serial #(B)(4), found a broken and loose connector pin in the cable assembly, which was why the ac adapter was not charging.

Event description:
The consumer reported the connector pin broke off, probably the wednesday prior to (B)(6) 2016. The consumer thought it was a part of the recharger and both power cords. The recharger needed to be replaced as it was not functioning. The desktop charger was unable to charge the recharger. This was not an out of box failure. Due to the broken connector pin, the patient was unable to charge his implantable neurostimulator (ins). His ins suddenly depleted and as a result he was unable to eat and swallow his medications, so was put in the hospital. He could not eat or swallow his meds on (B)(6) 2016 and hospitalized the following day. The patient¿s indication(s) for use were parkinson¿s dual and movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.